Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end users reports long line break which lead to pump set leaking chemo.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A visual evaluation of the photograph received was conducted. Though a thorough evaluation was conducted, no defect was noted. The provided picture does not offer the details necessary to confirm the reported defect or determine any root cause at this time. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.